Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed via logs since the logs available did not cover the event date. Analysis of the batteries revealed that the units met specifications; the battery passed visual and functional testing. The reported event could not be duplicated at the bench level. Note: controller ((B)(4)) is being reported and pending evaluation under MFR# 3007042319-2016-04420. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4). Battery - (B)(4). Method: actual device evaluated. Visual inspection. Result: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
"Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 02/28/2017, mfg. Date: 02/28/2016; serial # : (B)(4), catalog # : 1650de, exp. Date: 02/28/2017, mfg. Date: 02/28/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was switching from one power port to the other one before the batteries were below 25% capacity. The three involved batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information received indicates that the site plans to exchange the patient's controller in january 2017. The site further reported that the switching event could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with any controller alarms or pump stop events. No damage was noted on the controller or to its' power connectors. Controller: (B)(4), catalog: 1407de, exp date: 06/30/2015, mfg. Date: 06/30/2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.